Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was report that the brake did not work effectively during ablation. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotapro and rotawire drive were selected for use in a percutaneous coronary intervention (pci) procedure. The rotapro was prepared outside the body and platformed at 180,000rpm. Dynaglide mode was used when the burr was advanced into the lesion. During procedure, the rotation speed was 200,000rpm. The rotapro and rotawire rotated together, and the movement was abnormal under fluoroscopy. Therefore, the rotapro and the rotawire were removed together from the patient and checked outside the body. It was confirmed the rotapro and the rotawire were rotating at the same time. The procedure was completed with another rotapro and rotawire device. There were no patient complications, and the patient was stable post procedure.

Event description:
It was report that the brake did not work effectively during ablation. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotapro and rotawire drive were selected for use in a percutaneous coronary intervention (pci) procedure. The rotapro was prepared outside the body and platformed at 180,000rpm. Dynaglide mode was used when the burr was advanced into the lesion. During procedure, the rotation speed was 200,000rpm. The rotapro and rotawire rotated together, and the movement was abnormal under fluoroscopy. Therefore, the rotapro and the rotawire were removed together from the patient and checked outside the body. It was confirmed the rotapro and the rotawire were rotating at the same time. The procedure was completed with another rotapro and rotawire device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of the rotawire drive. The rotapro used in the procedure was also returned. The proximal end, middle section, distal end, and spring tip were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be fully inserted into the rotapro device. When the knob switch was pressed, the brake functioned as intended by design and prevented the rotawire from being adjusted. There was no rotation of the rotawire noted during functional testing. Product analysis could not confirm the reported events, as the rotapro brake activated and held the wire in place during rotation and clinical circumstances were not able to be replicated.